Event description:
It was reported that during an left ventricular assist device (lvad) implant procedure, the lead came out of the implantable cardioverter defibrillator (ICD). It was noted that the lead had been programmed off for the procedure. The lead and device were re-connected and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.